Manufacturer narrative:
(B)(4). Batch # unk. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformance. Additional information requested and received: can it be confirmed that the silicon sling was not between the jaws during closing or firing? Confirmed. Their practice is to remove the sling after jaw closing before fire. Can it be confirmed that the total width of compressed vessel was proximal to cut line and there was no extraneous tissue distal within jaws distal to cut line? Confirmed. The vessel was completely transected and appeared to be fine until almost the burst at the end of operation. Thus, it was distal to the cut line. They dissected the tissue until the whole vessel was freed and clear. Was there any issue with staple formation noted throughout care of patient? No abnormal was found right after the transection. After the burst, surgeons were too busy to stop bleeding and converted open, also visual was impaired by the blood, thus staple formation could not be observed. What is the current patient status? Patient already discharged.

Event description:
It was reported that during a vat middle lobe lobectomy procedure, after dissection the vessels were retracted by silicon sling and transected by pve35a and vasecr35. No bleeding appeared after transection. Near the end of the case, the anesthetist pumped air into the lung for air leak checking. The transection line of the pulmonary artery had major active bleeding with visible blood leak on the patient side. The case converted opened at once. After suction and clip, the bleeding was stopped with putting metal clips on the transection line. Exact bleeding spot was unknown since no visuality due overflowing blood. Pulmonary artery was around 4-5mm according to surgeon. The procedure was delayed about 60min. With longer wound, more pain at wound, prolonged surgery time, more blood loss (1l vs normal minimal blood loss), converted open for surgery.